Event description:
The event is reported as : while removing the guide wire, it broke. It was necessary to remove the foley and pass another. No pt injury reported.

Manufacturer narrative:
Device evaluated by MFR? No. The device sample is not available for evaluation. Evaluation: method: other - mfg review. Results: other - no sample available for evaluation. Review of mfg. Conclusions: other - according to the info obtained, there is not enough info to establish the cause of the reported failure. It should be noted that the instructions for use states the potential complication that the stylet may be difficult to remove if the pediatric balloon is bent or kinked in the urethra.